Manufacturer narrative:
(B)(4). Patient age - estimated to be in his (B)(6). Patient weight - estimated to be approximately (B)(6). Failure to follow steps/instructions - a femoral angiogram was not performed. Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other four proglide devices are filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement with five proglide devices in the right common femoral artery (rcfa) was attempted, using the pre-close technique, via a 5f sheath prior to an abdominal aortic aneurysm (aaa) procedure. No femoral angiogram was taken. Reportedly, the suture did not pull through after deploying the foot (cuff miss occurred) on all five proglide devices. Two additional proglide devices were used for successful suture placement using the pre-close technique. The sheath was upsized to an 18f. The aaa was completed and hemostasis was achieved with the sutures of the pre-placed proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.